Manufacturer narrative:
Unit passed displacement test and rewind. However, loud motor noted during testing. Problem isolated to motor. No physical damage noted around casing during visual inspection. (B)(4).

Event description:
Customer reported via phone call that motor was making louder noise and the top left corner of screen was too bright. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.